Event description:
The customer reported the x-ray field exceeded the viewable size limits and the collimator blades were not working. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the collimator problem. Ge rep performed a beam alignment and adjusted the ma limits. System operates as intended. (B) (4)